Manufacturer narrative:
On (B)(4), 2013 a decision was made by nova biomedical to recall this lot of test strips. Local FDA office notified.

Event description:
It was reported to nova biomedical that a consumer received a result of 591 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting the following result of 174 mg/dl. A control solution test was performed while troubleshooting with customer support showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips will be returned for eval.